Event description:
It was reported that an unspecified malfunction alarm occurred. Blood glucose level was between 54-500 mg/dl. Reportedly, the customer reverted to alternate method of insulin therapy.